Event description:
A nurse reported that an intraocular lens (iol) was replaced due to the pt experiencing blurry vision. The surgeon reported there was no cylinder correction on exam with the iol in the correct axis. The iol was exchanged for the same model and power iol. On post op day #1 following the exchange, the pt's ucva was 20/20. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. One portion was also cracked on a post of the lens case. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/21/2010, 01/22/2010, 02/03/2010, and 02/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).